Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid and bupivacaine at 7.5 mg/ml and 30.0 mg/ml concentrations and doses of 4.4002 mg/day and 17.601 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient contacted the clinic reporting she felt "like her pain pump literally came loose" on (B)(6) 2017. Two days later the patient presented to the clinic and the pump was examined. It was confirmed the pump had dislodged from the sutures and was flipping in the pocket. It was indicated the issue was related to the device or therapy. The pump was re-positioned on (B)(6) 2017 and the pump was re-anchored. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.